Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure using an xi system, the customer contacted technical support regarding a 319 error associated with universal surgical manipulator (usm) arm 4. Multiple mid-procedure restarts and an emergency power off (epo) were attempted, but the error persisted on startup. Consequently, arm 4 was undocked and disabled, and the surgeon resumed the procedure using a three-arm configuration. The procedure was completed as planned, with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the customer reported complaint 319 error. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered indicating fault on the universal surgical manipulator (usm), replicating the reported event. The unit was then installed onto a patient fixture test platform (pftp) where fiber test was found to be failing on the rolling loop fiber assembly. Once testing was completed, the rolling loop fiber assembly was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.